Event description:
An international representative in another country, called regarding an end user getting high results when using the device. The device was in the mg/dl mode which is the default mode in the USA and was being used in another country, where mmol/l is the standard. As a result of getting higher results, the user was inappropriately adjusting insulin based on wrong blood glucose levels leading to erratic diabetic control and hypoglycemia. The device was replaced and returned for investigation.